Event description:
The facility reports that the clinician sustained a needlestick while using this device. The clinician reports the locking indicator (an audible click) was heard after the insertion was completed. The device was set aside and subsequently picked up by the clinician. It was while the device was being picked up that the clinician sustained a stick to the thumb. Baseline titers were drawn. No medical treatment was rendered. The device was discarded by the facility.